Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 5.4cm in diameter abdominal aortic aneurysm. It was reported during the index procedure, that the physician was unable to advance the device into the patient. The device was removed and a 14f sheath was introduced with no issues. The device was attempted to be advanced again without success. Per the physician, the cause of the event was due to a small gap observed between the catheter and the tip of the device creating a not smooth transition zone. The procedure was completed with another device, from stock, with no issues observed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the tip of stent graft cover was flared and damaged. A gap of 1.5mm was observed between the end of the graft cover and the tapered tip. The specification for this gap is 1mm max. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the physician initially attempted to insert the device without using a sheath. The physician then attempted to insert a 14f sheath to see if the sheath could pass which was the case. The sheath was then removed and another mdt device was used. No clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.